Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals for its right atrial (ra) lead. Technical services (ts) was consulted and discussed stored data as well as troubleshooting options. This device remains in service. No adverse patient effects were reported.